Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. The boston scientific sales representative stated that after the device was explanted for infection, a new lead was implanted on the opposite side and inserted into the same pacemaker. The previously explanted device was left outside the patient's body and used in an off-label manner as a temporary pacemaker until the infection clears and a new device can be implanted. No additional adverse patient effects have been reported.